Event description:
Patient was revised due to pain and high ions. Update: (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012- medical records were obtained. Medical records indicate corrosion.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and high ions. Update: (B)(4) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012- medical records were obtained. Medical records indicate corrosion. The stem and sleeve was added. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.